Manufacturer narrative:
Event site: (B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) could not be charged and the screen was black. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that the power management board was faulty. The customer was given a quote, but chose to go through a third-party company for the repair. If any additional information is received in the future, the complaint will be reopened and updated accordingly.